Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.4, lab: 3.0 (on lovenox). Inratio: 1.5, lab: 3.9 (off lovenox).

Manufacturer narrative:
Investigation pending.